Event description:
This case was reported by a lawyer and described the occurrence of copper deficiency in a female patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient used poligrip at unknown dosing. At an unknown time after using poligrip, the patient experienced copper deficiency, zinc poisoning, and nerve injury. At the time of reporting, the outcome of the events was unknown. According to a legal claim, there were 26 patients who reported being regular users of zinc-containing poligrip or a combination of zinc-containing poligrip and fixodent. All of the patients experienced "neurological manifestations of zinc-induced copper deficiency." The attorneys believed that their "clients' use of poligrip was the substantial and provable cause of their injuries." Follow up information was received on (B)(6) 2010 via medical records. On (B)(6) 1999, the patient was treated in the emergency room with complaints of a fall. The patient was brought in fully immobilized by emergency medical services and was highly intoxicated. She fell hitting the curb and sustained a huge scalp laceration with lots of bleeding. X-rays of the skull were negative. On (B)(6) 2003, the patient was treated in the emergency department with complaints of feet swelling and pitting edema bilaterally and paresthesias/left hand numbness. On (B)(6) 2004, the patient was hospitalized with severe megaloblastic anemia and leukopenia of unknown etiology. On (B)(6) 2004, an esophagogastroduodenoscopy (egd) with biopsy was consistent with mild-to-moderate hiatal hernia and gastritis. A colonoscopy was consistent with diverticulosis. Pathological diagnosis of peripheral blood revealed the presence of microcytic anemia and myeloleukemia with dysplastic cells. A bone marrow biopsy and aspiration revealed focally hypercellular marrow with granulocytic hyperplasia and shift to the left and myelodysplastic features compatible with myelodysplastic syndrome with decreased iron storage. The patient was discharged on (B)(6) 2004. On (B)(6) 2004, assessment included vitamin b12 deficiency. The patient continued b12 shots once a week. On (B)(6) 2004, the patient was hospitalized with anemia due to myelodysplastic syndrome, diagnosed 40 days prior in (B)(6) 2004. The patient was managed initially with blood transfusions and erythropoietin shots. The patient had not seen any improvement and was evaluated earlier that week for allogenic bone marrow transplantation. On the day of admission, the patient complained of shortness of breath with minimal exertion with hemoglobin of 6.6 and a hematocrit of 18. The patient was admitted to receive a blood transfusion. On (B)(6) 2004, the patient was seen by a neurologist with complaints of numbness and pain in the lower extremities. For the last two months or so (since approximately (B)(6) 2004), the patient had been experiencing paresthesias and numbness of her feet that radiated to her knees. The patient had a sensation of pain when she stepped on the floor and needed to wear socks at all times. The patient also complained of tingling in her hands. On (B)(6) 2004, the patient submitted a letter of medical necessity to obtain a motorized wheelchair due to peripheral neuropathy and leukemia. The patient suffered from limited gross motor abilities, generalized weakness, and unsteady gait. On (B)(6) 2004, the patient was hospitalized with severe symptomatic anemia and neutropenia. The patient was hospitalized from (B)(6) 2004 with acute pancreatitis that responded well to conservative management. On (B)(6) 2005, the patient was hospitalized with complaints of shortness of breath at rest and generalized weakness. The patient had hemoglobin of 7.1. On (B)(6) 2005, the patient reported neurological symptoms beginning in (B)(6) 2004 and had been rapidly progressive since onset. She initially described her feet feeling "numb at times" and having some balance difficulties. In (B)(6) 2004, she began using a cane. By (B)(6) 2004, she was using a walker due to her lower extremities starting to "give out." An electromyograph (emg) suggested electrophysiologically mild, predominantly axonal, sensorimotor neuropathy. On (B)(6)2005, the patient was seen in consultation for myelodysplastic syndrome. The patient was initially treated with procrit injections and transfusions. Her procrit was eventually discontinued due to a lack of response. The patient was human leukocyte/lymphocyte antigen (hla) typed for a potential transplant in the future, but there were no significant matches with any of her siblings and minimal matches with her children. The patient was subsequently treated with vidaza, beginning in (B)(6) 2004. She had three doses to date and responded with a decrease in her transfusional requirements. The patient had progressive neuropathy involving trunk, hands, and feet. This had resulted in severe weakness, sensory loss, and dysesthesias; particularly of the lower extremities and lower trunk area. The patient was no longer able to work because of her disability. The patient drank alcohol occasionally. Current medications included gabapentin, vicodin, nexium, and lomotil. The patient had used unknown types of alternative medications from a naturopath in (B)(6) of 2005. These had subsequently been discontinued. Also, the patient used acupuncture regularly. Impression included myelodysplastic syndrome, neuropathy, and neutropenia. On (B)(6) 2005, impression included copper deficiency myeloneuropathy and myelodysplastic syndrome. Ceruloplasmin was 1.3 (22.9 being the upper limit of normal), copper was barely detectable at 0.05 (normal 0.75 to 1.45 ug/ml), and zinc was elevated at 2.50 (normal 0.66 to 1.10 ug/ml). Oral copper supplementation was recommended and chemotherapy was discontinued. On (B)(6) 2005, during neurology follow up, the patient had a previous magnetic resonance imaging (MRI) scan of the cervical spine that showed signal change in the posterior columns of the cervical spinal cord. Copper 1 mg twice daily was started. The myelodysplastic syndrome resolved dramatically on the copper. Her copper levels (drawn (B)(6) 2005) were 574 (normal 490 to 1840). Oral copper supplementation was increased to 2 mg twice daily. The patient reported feeling much better within a month of starting copper. She described having more energy and more strength. Otherwise, her symptoms had remained much the same. The numbness to the waist which affected her legs and hands was unchanged. The pins-and-needles sensation affecting her feet was still present. She was able to ambulate for a short distance with a walker. The patient reported increasing pain (believed to be numbness) and polyuria. Emg and somatosensory evoked potentials were essentially unchanged. MRI scan of the cervical spine showed an interval decrease in signal change in the cervical spinal cord. Impression included resolved copper deficiency myelodysplastic syndrome and stable copper deficiency myeloneuropathy. The patient had positive (B)(6) serologies. The physician did not attribute the polyuria to the patient's neurological problems, given that everything else had improved and this had been a more recent development. On (B)(6) 2005, copper level was 0.87 (normal 0.75 to 1.45 ug/ml) and zinc level was 2.35 (normal 0.66 to 1.10 ug/ml). On (B)(6) 2006, problems included peripheral neuropathy. The patient had been non ambulatory since (B)(6) 2004 was status post chemotherapy due to history of myelodysplasia and copper deficiency. The patient was taking copper 4 mg daily. On (B)(6) 2007 during a urology consultation for recurrent urinary tract infections and neurogenic bladder, it was reported the patient was confined to a wheelchair, supposedly due to copper deficiency which damaged her spinal cord and neuropathy. The patient was treated in the past for possible leukemia, which was a "missed" diagnosis because of copper deficiency, according to the consulting physician. On (B)(6) 2007, it was noted the patient had been wheelchair bound since 2005. Diagnoses included paraplegia secondary to copper deficiency and wheelchair bound. The patient wanted to go back to work in a profession that was sedentary. On (B)(6) 2007, it was again noted the patient was mistakenly diagnosed with leukemia in 2004, requiring her to undergo three sessions of chemotherapy and four sessions of blood transfusions. The following year in 2005, it was found that she did not have leukemia, but was suffering from copper deficiency, which caused neurological deficits resulting in central nervous system injury and leaving her wheelchair bound due to ataxia. The patient received physical therapy for six sessions, which she reported was not very beneficial for her. On (B)(6) 2009, the patient complained of pain, paresthesias, and decreased sensation in her legs.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).